Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to fluid loss and recurring incontinence. A patient outcome was not reported.

Manufacturer narrative:
H6 patient and device codes corrected.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to fluid loss and recurring incontinence. A patient outcome was not reported.